Event description:
N/a

Event description:
It was reported that during routine check , the cs300 intra-aortic balloon pump (iabp) unit has an image on the screen is a line. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that symptoms shown in the screen of the iabp are lines and flashing. Checked the monitor cable and pcb receiver board. Reconnect the monitor cable and insert the insulator tightly. To prevent the cable from moving when moving the machine. Offered a price to change the monitor cable and pcb receiver board and will insert the adapter ground of the ac plug cable later. Test the function of the normal operation, ready to use with software version c00d / c00i* operating time 1858 hrs. No danger or injury to the patient. Get in for a repair price estimate quoted send to customer. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.